Event description:
It was stated that the insulin pump's no delivery alarm no longer functioned properly. Troubleshooting was performed, and the insulin pump did not alarm no delivery during the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.